Event description:
It was reported that the patient presented in the operation room for an initial implant. During the procedure, it was noted that the helix had an unspecified issue. The lead was not used and was replaced. The patient was stable throughout the procedure and was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.